Event description:
Elderly patient with severe aortic stenosis underwent a transcatheter aortic valve replacement (tavr) procedure. They accessed the vascular system via the right common femoral artery under general anesthesia. During placement of the artificial valve, using a stiff, j-tipped wire, the edwards s3 size 26 value, was advanced into the aorta. During this advancement the s3 aortic valvuloplasty balloon ruptured. Vascular surgery was consulted urgently to assist with removal of the ruptured device. The device was removed, and repair of the femoral artery and stent placement occurred. The patient recovered from the procedure. No further attempt to replace his aortic valve was made. Pt was discharged. Manufacturer response for transcutaneous artificial valve replacement & sheath, 29 mm sapien 3 valve (per site reporter). Letter to provider from manufacturer after they completed their evaluation of the device.